Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind stops prior to completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/25/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during testing, the pump powered on with no errors. A 200u with a fully pulled plunger was able to fit to the cartridge compartment after a rewind operation. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing.